Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values when it was in service. Customer were unable to clear the error. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Involved gas blender was manufactured in 2008 and according to the analysis of the complaints database, a further event of e19 has been reported in the past for this unit. The affected device has been returned back to manufacturer's site for repair. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
As per service confirmation: the error could not be confirmed, device was tested for 12 hours and not issue was reproduced. Unit returned to customer. Considering the result of service activity, an hardware malfunction of the unit can be ruled out. It cannot be excluded that the reported event was caused by an improper hospital gas supply or a missed gas blender warm-up phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.